Event description:
It was reported that a physician using a prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the marker lumen had been flushed; however, the device could not be advanced over a 0.35 guidewire. A second prostar xl was used to successfully achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the prostar xl device. There was no clinically significant delay in the interventional procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle was still in the pre-deployed position and there was no slack on the sutures. The sheath appeared normal. During the investigation, guidewire patency was performed. A new guidewire was backloaded and frontloaded without a problem or resistance. The hemostatic valve and exit ramp were checked and both were found normal. There was no information provided to indicate if the reported guidewire used in the case was compatible (eg,workhorse stiffness). The probable cause for a difficult to advance sheath over the guidewire are challenging anatomies like heavy calcified arteries, heavily scarred tissue or morbidly obese patient and in a tight tissue tract because of inadequate skin incision or using a smaller sized introducer sheath. Based on the investigation findings, the device performed according to specification, therefore, the cause for reported event could not be determined. There is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this event.